Event description:
It was reported that prior to a procedure at the user facility, the cordless driver 3 was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a procedure at the user facility, the cordless driver 3 was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by the manufacturer service technician through functional evaluation, disassembly and visual inspection. Upon visual inspection, it was found that the motor windings were damaged, which could cause the reported event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.